Event description:
This device was returned with (B) (4) documentation from biotronik representative (B) (4). Per (B) (4), this patient's lead eroded through the skin due to blunt trauma. This patient was upgraded to a lumax 540 dr-t, (B) (4), on (B) (6) 2010. There are no adverse events reported for this patient. There are no complaints associated with this device. Both leads were oscor medical py58rsbv, (B) (4) and py44rsbv, (B) (4).